Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report delivered shocks while the pt was commuting to work by bus. The pt was taken to the hospital and the therapy was programmed to off. No tachyarrhythmia episode was recorded in intra cardiac egm but over-sensing was confirmed. The impedance of the ventricular lead (a medtronic fidelis) increased since last scheduled follow-up but remained normal (630 to 810 ohms). The physician stated that in case of lead breakage, generally a sharp noise pattern should have been recorded in intra cardiac egm; however, no noise was observed in intra cardiac egm saved in device memory in this case. The device was explanted and returned for analysis.